Manufacturer narrative:
The fse that encountered the issue replaced the pneumatic module assembly after determining that it was defective. The fse ran a pim leak test which passed with no issues. The fse performed all functional checks and calibrations per manufacturer specifications. The iabp was then ready for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) failed the pim test. There was no patient involved.